Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: severe spinal stenosis at l3-4 above a previous 4 to sacral fusion. Procedure: hardware removal at l4 to s1, stryker uniaxial screws. Exploration of posterior spinal fusion, l4-s1 found to be solid. Extension of posterior spinal fusion to l3-4. Reinstrumentation of l3-4 with titanium and extended crosslinks. Right iliac crest graft supplemented with one large rhbmp-2/acs kit. Per-op notes: bmp was tubularized around the autograft. The bmp was placed in the lateral gutters followed by layers of bone graft and more rhbmp-2/acs. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.